Event description:
Complaint received reporting balloon inflation failure with use of one 41237-05 8f heparin coated td catheter. The catheter was successfully pre-tested prior to placement of arrow #st-09807 contamination shield. At an unspecified time during the procedure the balloon "burst". The catheter was removed/replaced with no further incident. There was no reported adverse pt. Consequences and or outcomes. Device return: one used 41237-05 8f catheter was returned for investigation. Visual inspection and analysis (pre and post decontamination) of the catheter was performed. The results recorded the catheter balloon was damaged at the point of propagation, perpendicular to the axis of the catheter. Based on the visual inspection, the reported inflation failure was confirmed. The engineers evaluation/search of the returned arrow #st-09807 contamination shield has previously documented this device model is for use with 7/7.5 f catheters.

Manufacturer narrative:
Record and dfu label reviews: a review of the mfg. Lot build database for the reported lot# 40-535-he (mfg. Date (05/01/2014) shows (B)(4) units were mfg., tested, inspected and released. There were no exception documents generated during the lot build. The catheters direction for use (dfu) provides specific instructions for required sized accessory devices and identifies this catheter requires ancillary devices (introducers/contamination shield) size of 8.5f or "retest the balloon for proper function after insertion through the shield". Findings: based on the "as-received" condition of the returned 41237-05 8f catheter the reported balloon inflation issue was verified. The root cause of the catheter inflation problem was due to the damages to the balloon component. The damages most likely are a result of contraindicated use of an incorrect size contamination shield. The investigation report, photographs and the directions for use (dfu) will be provided to the facility for their review and staff training.